Manufacturer narrative:
Inspected one opened and used reservoir. Performed pre-fill reservoir. Reservoir passed per inspection. No leakage/air bubbles anomaly was found during analysis. Checked o-rings for defects and none were found.

Event description:
The customer reported that insulin from the bottom of the reservoir leaked, and she was experiencing low and high blood glucose. The blood glucose reading at time of call was 96mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.